Event description:
Overdelivery reported. Customer contact states the pt was receiving morphine sulfate 30mg/30ml concentration with the pca pump setting of 2 mg/hr continuous rate and a 2 mg bolus every 2 hours as needed. Customer reports that the pump actually delivered 30ml between 1:00 am and 9:30 am although the pump settings were correct when checked by the nurse. The pt was reported to be restful and sleeping but easily aroused following the incident. The physician was notified with no medical intervention. No untoward side effects to the pt was reported.